Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the rigid endoscope telescope's eyepiece was dislodged. The event was found during preparation for use in a therapeutic, unspecified procedure. The procedure was completed using a similar device. There were no reports of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over six (7) years since the subject device was manufactured. The device was returned to olympus for inspection, and the customer's reportable malfunction was confirmed. Based on the results of the investigation, it is likely the following led to the malfunction: the reported failure descriptions are most likely due to the effect of an excessive mechanical force caused by an impact or fall. Olympus will continue to monitor field performance for this device.